Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened button dome switches (creased) on all buttons. The insulin pump was received with cracked reservoir tube lip and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons on the insulin pump were unresponsive. It was also found the act button was indented and was not functional. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.